Event description:
Hcp reports a dbs patient who is serveral months post implant displaying personality changes including aggressivness and lack of sex drive. The patient was treated with reprogramming of the ins. The device remains implanted. Patient outcome remains unk. No other information available at the time of this report despite multiple attempts.